Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that patient was brought back to the operating room for dislocation. Patient had a size 1 accolade ii stem and surgeon put in a size 3 accolade ii stem.

Manufacturer narrative:
An event regarding dislocation was reported. As the only devices reported were the stem and head, the event will be interpreted as a disassociation between the stem and head. An event regarding dislocation involving an accolade ii stem was reported. The event was not confirmed. Method and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient was brought back to the operating room for dislocation. Patient had a size 1 accolade ii stem and surgeon put in a size 3 accolade ii stem.